Event description:
Reporter alleged the customer obtained a result of 344 mg/dl on the advantage system compared back to back with a result of 137 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.